Event description:
It was reported that a handheld's computer screen would freeze when starting vns software and would not read the inserted flashcard. Furthermore, the screen would freeze when accessing options on the software and several resets were performed including re-seating the flashcard, but the issue prevailed. At the moment, the handheld and the flashcard have been returned to the MFR and are currently undergoing product analysis.